Event description:
It was reported that a patient had critical lab results came into mosaiq that were not highlighted in red, and showed a criticality of normal instead of panic. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.